Event description:
On (B)(6) 2012, clinic notes were received regarding this vns patient. Notes dated (B)(6) 2011, indicated that the patient continued to have a drop attack per week. There had been no generalized tonic-clonic seizures since the last visit. The patient experienced the same frequency of seizures and had multiple seizures. The patient complained of syncope, faintness, and shortness of breath. The patient's vns was interrogated, and the lead test was done. The device was working properly. No values were provided. Clinic notes dated (B)(6) 2012, indicated that the patient continued to have a drop attack per week but that the mother stated that patient was having fewer drop attacks. No tonic-clonic seizures were reported since the last visit. The mother stated that the seizures were absence seizures. The patient's last seizures was reported to have been on (B)(6) 2012. The patient's seizure frequency was reported to be one to two per week while the seizure description was said to be generalized tonic-clonic. The vns was reported to be working properly.

Event description:
It was later reported on (B)(6), 2012 that the physician's office does not have any syncopal events listed for this patient. The patient is noted to have drop seizures (attacks). The physician's office later reported that the statement that the patient has syncope is incorrect; the patient had drop attacks due to running out of battery. The patient does not have a medical history of syncope.

Manufacturer narrative:
.